Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late. Reoperation has not been scheduled at this time.

Event description:
Patient reported unknown side "capsular contracture". Healthcare professional reported right side capsular contracture, baker grade ii and seroma. Device remains implanted.